Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection as well as oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker detected increasing right atrial (ra) lead impedance measurements from around 400 ohms to greater than 1200 ohms. The ra impedances have never exceeded 2000 ohms. There was evidence of oversensed noise during atrial tachy response (atr) events but this has been mitigated by changing sensitivity. No adverse patient effects were reported. The device remains implanted.